Event description:
It was reported that the customer was not sure if there has been any improvement in their potassium (k+) values drifting on since the blood parameter monitor (bpm) potting upgrade. No other details regarding the nature of this event were provided.

Manufacturer narrative:
This complaint was discovered in an anonymous survey monkey customer survey, which was administered by the terumo marketing department to see how the emsar blood parameter monitor (bpm) potting upgrade has been impacting customers. Since the survey was anonymous, there is no complaint information except for the issue listed. F/u is not possible at this time.